Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device will not always power on when button is pressed. The user indicated that this was an intermittent issue. The user also attempted to resolve with an alternative battery and power cable, but the issue was not resolved. There was no reported patient involvement, therefore no health consequences or impact.